Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had an aortic valve angle of 45 degrees. During the procedure, at the time of final deployment (passed 80 percent), the valve popped up before the advancement wheel was fully turned. With one tab still attached, the ds was pulled up into the ascending aorta, and while holding the ds, a non-abbott valve was selected for implant and advanced through and the navitor was deployed in the ascending aorta. The patient remained hemodynamically stable throughout the procedure, the procedure time was extended to an additional hour but there was no patient effect occurred due to this delay. After leaving the room, the patient developed an ascending aortic dissection, was readmitted, and stabilized after thoracotomy. The patient was discharged.

Manufacturer narrative:
An event of premature separation of valve during procedure was reported. At the time of final deployment, the valve popped up before the advancement wheel was fully turned. Also reported that the patient developed an ascending aortic dissection and stabilized after thoracotomy. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. The intervention was a result of non-abbott valve advanced and deployed through the navitor valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had an aortic valve angle of 45 degrees. During the procedure, at the time of final deployment, the valve popped up before the advancement wheel was fully turned. With one tab still attached, the ds was pulled up into the ascending aorta, and while holding the ds, a non-abbott valve was selected for implant and advanced through and the navitor was deployed in the ascending aorta. The patient remained hemodynamically stable throughout the procedure, the procedure time was extended to an additional hour but there was no patient effect occurred due to this delay. After leaving the room, the patient developed an ascending aortic dissection, was readmitted, and stabilized after thoracotomy. The patient was discharged.